Manufacturer narrative:
(B)(4). Block h10: the voluntary user medwatch numbers are 0505030000-2019-8001 and 0505030000-2019-8002. Block h10: visual examination of the returned capio device showed no visual failure. Functional examination revealed that the carrier was actuated three times and it could be extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle could be entered in the slot without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. All compiled information on this investigation determines that the most probable cause is no problem detected.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that two opc capio devices were used during a transvaginal sling, reinforce pelvic floor with graft and vault suspension procedure performed on (B)(6), 2018. According to the complainant, during the procedure, the first device "retractable hook" (capio carrier) broke off outside the patient. The same issue occurred on the second device. The procedure was completed with another opc capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that two opc capio devices were used during a transvaginal sling, reinforce pelvic floor with graft and vault suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first device "retractable hook" (capio carrier) broke off outside the patient. The same issue occurred on the second device. The procedure was completed with another opc capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.